Manufacturer narrative:
There is no indication the troponin I (accutni+3) reagent was returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess the instruments performance. The fse observed micro-bubbles in the wash pump chamber. The fse replaced the wash pump and valve to resolve the issue. After the repairs, the system performance was verified with a precision check and quality control (qc) data. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining troponin I (access accutni+3) result differences between the access 2 immunoassay system, serial number (B)(4), and another point of care analyzer for two (2) patient samples. The sample from the first patient (designated as patient (1)) was reanalyzed using the same access 2 immunoassay system and a higher result, above the assay's normal reference range, was obtained. The sample from the second patient (designated as patient (2)) was reanalyzed using the same access 2 immunoassay system and a higher result, above the assay's normal reference range, was obtained. The samples from patients one (1) and two (2) were retested using another point of care analyzer and lower results were obtained. The customer stated the access accutni+3 results were reported from the laboratory. A corrected report was sent for those results. The customer stated there was no change or impact to patient treatment in association with the access accutni+3 results. The lithium heparin plasma samples were centrifuged at 7500 rpm for seven (7) minutes. A system check passed within published performance specifications and quality control (qc) recovery was within the customer's established ranges at the time of the event. The customer also obtained a failed access hypersensitive htsh calibration on the same day. The customer ran a access hypersensitive htsh precision check which also failed. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.